Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer information. The old report number was 3010157426-2015-00042. Onsite investigation by a spacelabs field service engineer (fse) confirmed the involved device performed to specifications. Based on information obtained from the equipment logs, there was an alarm triggered by the fresh gas setting at too high a rate during the patient case reported in this event. This is a user selectable setting. When the user selectable fresh gas setting is too high, it prevents bellows movement as described in the complaint and an alarm is triggered to alert the user. No other issues were found based in the equipment log. The product worked as designed; there was no malfunction. This report is considered complete and the issue closed.

Manufacturer narrative:
On site investigation by a spacelabs field service engineer (fse) confirmed the involved device performed to specifications. Based on information obtained from the equipment logs, there was an alarm triggered by the fresh gas setting at too high a rate during the patient case reported in this event. This is a user selectable setting. When the user selectable fresh gas setting is too high, it prevents bellows movement as described in the complaint and an alarm is triggered to alert the user. No other issues were found based in the equipment log. The product worked as designed; there was no malfunction. This report is considered complete and the issue closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report. This manufacturer report is submitted to correct a previous report, 3010157426-2014-00042.

Event description:
Spacelabs received a report that a blease sirius anesthesia machine lost all pressure readings, bellows movement, and tidal volume on (B)(6) 2015 while in patient use. No one was injured as a result of this event.